Event description:
It was reported that the customer had a blood glucose level of 497 mg/dl. Also, the customer's blood glucose level was 282 mg/dl and her sensor glucose level was 54 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The customer's insulin pump went into threshold suspend as a result. Standard troubleshooting was performed. The customer stated she had received calibration errors from her sensor. The customer was advised to calibrate her sensors three to four times per day. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.